Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the implantable pulse generator (ipg) was being replaced for normal battery depletion, and when the device was removed from the pocket, pacing stopped working and the patient experienced bradycardia. It was possible the set screw was loose. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: 5054 implantable pacing lead, (B)(6) 2004. (B)(4).